Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2018-00429, 3005168196-2018-00430.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, the physician successfully placed three ruby coils in the target location using a lantern delivery microcatheter (lantern). While advancing a fourth ruby coil (f66607) into the lantern, the physician experienced resistance; therefore, the ruby coil was removed and not used. The physician then successfully placed multiple ruby coils in the target location. Next, the physician advanced another ruby coil (f72714) through the lantern but subsequently removed the ruby coil, in order to reposition the lantern. This ruby coil was rinsed in saline after being removed but detached outside of the patient as the physician attempted to retract it into its introducer sheath. The physician, therefore, continued the procedure and successfully placed multiple ruby coils in the target location. The physician then attempted to advance one last ruby coil (f68921), however, the ruby coil kept kicking out of the aneurysm as it was being advanced. It was reported that the aneurysm was densely packed at this point. Upon attempting to retract the ruby coil from the lantern, it unintentionally detached within the lantern. The lantern was therefore removed with the detached ruby coil inside. The procedure ended at this point because the target location was successfully embolized. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device was initially available for return; however, additional information obtained on 12 april 2018 indicated that the device was no longer available fro return; therefore, the report was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00429, 3005168196-2018-00430. The hospital disposed of the device.